Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the m540 did not correctly load the nicp interval settings when changing the patient profile. While the patient was under surgery, the nibp was not taken for an hour until the users noticed, at which point the patient had become hypotensive. The patient was given a large dose4 of medication to increase blood pressure, and when the patient woke up, there were no remaining symptoms.

Manufacturer narrative:
The m540 logs were requested for analysis but were not available. The provided logs and information were reviewed by draeger. The software investigation was able to reproduce the reported issue and found that the m540 was setting the nibp interval mode to off before the patient category change at the cockpit was completed. A software fix that prevents the nibp interval being set to off when the patient category is changed will be available in a future software release.

Event description:
A complaint was received where the customer stated that automatic interval measurement of non-invasive blood pressure (nibp) did not load with the patient profile. The customer reported that no nibp measurements were taken for an hour on a patient under operation, and clinicians then observed the patient to be in a hypotensive state. Additional information stated that the patient had been administered a large dose of blood pressure medication. It was stated that the patient woke from operation without any symptoms from the hypotensive state and did not suffer long term effects.